Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed performance testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) contacted the patient. The reporter stated that the alleged inaccuracy began on "about 2 weeks" prior to contacting lfs and has been ongoing. The reporter claimed that the patient obtained an alleged inaccurate high blood glucose result of "230mg/dl" on the subject meter, compared to "130mg/dl", on another device, performed less than 30 minutes apart. Based on statistical methodology, the calculated difference between these results exceeds lfs's criteria for accuracy. The reporter denies the patient takes any medications for her diabetes made no change to her usual diabetes management routine as a result of the alleged product issue. The patient informed mss that on "01/16/2016" unknown time, after the alleged product issue began she developed the symptoms of "low bloods, sweating, and feeling cold". The reporter claimed that on "01/19/2016, 5am", the patient attented emergency room(ER) and was treated by a health care professional (hcp) with IV fluids including glucose. The reporter stated that the patient obtained blood glucose results on the ER meter but could not provide the exact readings. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct testing steps were used and an approved sample site was used to obtain the result. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.